Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 1265 mg/dl. The patient passed out. For treatment, the patient could not tell. The patient was discharged after 13 days. The pod was worn on the leg. The pod was discarded.